Manufacturer narrative:
The catalog number identified in section has not been cleared in the u.s. But, it is similar to the ti powerport low profile (B)(6) only products that are cleared in the us. The 510k number and pro code for the ti powerport low profile (B)(6) only products are identified. For the reported event, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000j implantable port allegedly experienced component missing and component misassembled. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.